Event description:
It was reported that the patient had no further concerns with their device or therapy. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model: 3889-28, lot#: v864273, implanted: 2012-(B)(6), explanted: na, programmer model: 3037, serial#: (B)(4).

Event description:
It was reported that the patient fell on (B)(6)-2012, while ice skating, and three days later she experienced a loss of therapeutic effect. The patient had scheduled an appointment to meet with her physician, for reprogramming. Additional information had been requested, but was not available as of the date of this report.